Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) rebuilt the precision pump and replaced the aspirate tubing and probes. The fse reset the transducer and realigned it. The fse performed a system check which yielded results meeting all customer specifications. After the completion of verified and necessary repairs the instrument was returned back into service. A definitive root cause has not been determined for this event to date. Associated mdrs: 2122870-2011-04829, 2122870-2011-04925.

Event description:
The customer reported that higher than expected cardiac troponin (accutni) results were generated on an access 2 immunoassay system for six patients for two shifts on the same day. This is report two of two and represent the higher than expected accutni results generated for three patients during the evening shift of (B)(6) 2011. Three patients' results were provided as examples of the event. The shift during which these results were generated is unknown. Beckman coulter inc. Assessment of the customer supplied data indicated that for two of the patients, the initial accutni results were within the risk stratification range and upon repeat yielded results within the normal reference range. One of the patient's accutni results did not cross clinical categories, but collectively the initial and repeat results failed to meet the assay's precision claims. This patient's result was also repeated on alternate instruments which generated repeat results within the normal reference range and were considered valid. For two of the patients, the initial accutni results were reported outside of the laboratory. It is unknown as to which results were reported out of the laboratory. The other initial patient results were not reported out of the laboratory. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. No patient demographic information was provided by the customer. The samples were heparinized plasma samples and centrifuged prior to testing. Assay calibration results recovered within customer specification prior to the date of the event and a system check performed prior to the event passed within instrument specifications. No system error messages were posted on the date of event.